Event description:
The reporter indicated the surgeon inserted an aa4203tl toric silicone single piece model lens and the lens dropped into the vitreous. The lens is still in the eye. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4): device evaluated by manufacturer? Lens remains in eye. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens remains in the eye.

Event description:
Additional information received - the reporter stated upon insertion of the lens, the zonules were weak and broke and the lens dropped into the vitreous.

Manufacturer narrative:
Evaluation:method - medical review.results - medical review - review of this file indicates that the lens fell into the vitreous and was not retrieved. No other information is available. It is unknown why the lens fell into the vitreous. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).